Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the low voltage lead was dislodged. The physician attempted several times but was unsuccessful. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured helix extension length was within specification. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.